Event description:
It was reported that the patient was experiencing ventricular tachycardia (vt). The right atrial lead was oversensing far-field r waves and consequently, the device classified the vt as supra ventricular tachycardia (svt). The device was reprogrammed, turning off svt discrimination, and the lead was reprogrammed to correct the oversensing as well. Both the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revaled no anomalies.